Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs) and a non-penumbra microcatheter. During the procedure, the physician successfully placed two penumbra coils in the target vessel using the microcatheter. Then, the physician attempted to advance a podj out of its introducer sheath and into the microcatheter; however, the podj would not advance within its introducer sheath. Therefore, the podj was removed. The procedure was completed using four penumbra coils. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils, pod packing coils (podjs) and a non-penumbra microcatheter. During the procedure, the physician successfully placed two ruby coils in the target vessel using the microcatheter. Then, the physician attempted to advance a podj out of its introducer sheath and into the microcatheter; however, the podj would not advance within its introducer sheath. Therefore, the podj was removed. The procedure was completed using four podjs. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 04/29/2020: 1. Section b. Box 5. Describe event or problem. H3 other text : placeholder.